Event description:
Patient reported left side pain, contracture baker grade unknown¿, desperate about the recall, intense hair loss and has autoimmune disease called frontal fibrosing alopecia. Diagnosed by ultrasound and MRI. Device remains implanted.

Manufacturer narrative:
Continued: e1- (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.